Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device became jammed and got stuck on the vessel. The device was given to the sales rep with no additional info. It is unk how device was removed. There was no adverse consequence to the pt reported. Additional info has been requested.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.